Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the bullet misfired. The suture sheared out of the tip and the tip of the needle was left inside the patient. The device was visualized on x-ray and it is currently situated in the patient's sacrospinous ligament. The patient's condition was reported as fine.